Event description:
It was reported that the right atrial (ra) lead had high impedance, high capture threshold, and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead: (B)(6) 2012. A 4296 implantable pacing lead: (B)(6) 2012. (B)(4).